Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the beginning of a routine hemodialysis treatment, an arterial pressure alarm occurred. The cartridge was only partially filled when treatment was terminated due to clotting, which occurred while the operator was attempting to place a new arterial needle, resulting in an estimated blood loss of 100cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the reported blood loss to arterial access issues. The cycler alarmed appropriately. The user's guide provides adequate instructions for troubleshooting arterial pressure alarms and advises to promptly perform rinseback in the event of an unrecoverable alarm. Facility staff has been notified of the reported blood loss and will provide additional training regarding access procedures. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.